Event description:
An ophthalmic surgeon reported that during a cataract procedure, the aspiration did not work. The patient's left eye was "scalded" and required a suture. The patient has recovered. The product was exchanged and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
This is one of three complaints reported for this finished goods lot; however this is the first complaint for this issue for this lot. Review of the device history record(DHR) indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were observed. The sample was tested using a console, with a current version of software. The sample was recognized and primed successfully. The maximum vacuum, as well as the irrigation and aspiration flow rates were within specification. No leakage was detected and no damage was observed on the fittings. The sample functioned per specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).